Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (still implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products ¿ unknown stem p/n unknown l/n unknown; trabecular metal modular acetabular system shell p/n 00620205422 l/n 60504591, unknown head p/n unknown l/n unknown . Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-02691.

Event description:
It was reported patient continues to experience pain eleven years post-implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.